Event description:
After the ablation catheter was placed into the patient, the carto mapping system would not recognize the ablation catheter. The catheter was removed and exchanged for another of the same without incident or harm to the patient.